Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings:the pump powered on with a blank display screen .the allegation of segments missing from the display could not be investigated due to the blank display. Investigation revealed a crack in the display. The damaged display was replaced with a test display, and the test display was fully functional and legible.